Event description:
On (B)(6) 2021 a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025, the patient went to a hospital since the (peg) tube was unable to be mobilized. The patient was admitted to the neurology ward where an upper digestive endoscopy revealed the internal fixing ring of the peg was not visible and was embedded in the gastric mucosa. On (B)(6) 2025, the patient underwent surgery to remove the peg tube and was treated with oral isicom until the gastric mucosa heals.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.